Event description:
It was reported that during lead implanting procedure, the lead distorted and formed 90 degrees angle. The lead was replaced by another one to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.